Event description:
A report was received that when the customer attempted to open the new bottle of disopa, leakage from around the cap was discovered. The facility stores the bottles of the product lying sideways. No sample will be returned because the customer has discarded the bottle. No adverse effects were reported.

Manufacturer narrative:
(B)(4). Solution spill.